Event description:
Customer reported they could highlight disclose data on the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys. Corrections included replacement of the system's hard drives.